Manufacturer narrative:
Clinical investigation: although a temporal relationship exists between the liberty select cycler and the patient¿s peritonitis event; there is no documentation that indicates a liberty select cycler malfunction caused or contributed to this peritonitis event. Due to lack of sufficient information, the source for the patient¿s peritonitis cannot be determined. Plant investigation: plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On (B)(6) 2018, a patient on continuous cycling peritoneal dialysis (ccpd) was hospitalized with peritonitis. The patient¿s peritoneal dialysis nurse indicated the patient continued peritoneal dialysis therapy while hospitalized. Further details surrounding the peritonitis event is unknown despite multiple attempts to gather additional information. Per the patients peritoneal dialysis nurse, touch contamination may have been a factor in the peritonitis event.